Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the batteries and connector on the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect connector and batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, an odor consistent with a thermal event was emitting from the imaging system. It was reported that the battery was found to be the source of the odor and corrosion was seen on the connector for the battery. There was no patient present when this issue was identified. No additional information was provided.